Manufacturer narrative:
The product was not returned for evaluation and the devices were not returned; therefore, their conditions cannot be described. The dhrs could not be reviewed as the item/lot information is not available. The devices were used in treatment. No applicable patient history is available. Compatibility of the devices could not be assessed without device identification. A complaint history review could not be performed. With the information provided, a definitive root cause cannot be determined. If additional information is received, this report shall be updated. Note that this same reportable event was previously submitted by zimmer biomet (B)(4) under mfg. Report number: 1822565-2015-01347. The design control of the product was then determined to be of zimmer biomet tmt which is the reason for this new 30-day report.

Event description:
It was reported in the following journal article: "tauntonmj, et al, early postoperative femur fracture after uncemented collarless primary total hip arthroplasty: characterization and results of tre..., j arthroplasty (2015), http://dx.doi.org/10.1016/j.arth.2015.05.044", that a patient who received a proxilock stem experienced periprosthetic fracture, and was revised. Please reference figure 2 within article for radiograph(s) provided.